Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l86122), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2020, it was observed that the eye lid of two 5.5 mm healix adv sp biocomposite anchors slipped off and the anchor fell off from the driver and could not get it back together. Another device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.